Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had insufficient/low power and the device was power broken due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had a lack of touch. During in-house engineering evaluation, it was determined that the device was running below rotations per minute specifications, failed initial rotational speed, the device was power broken, the vanes were broken and worn out causing the device to run below the rotations per minute specification and the locking pawls were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.